Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a restorative proctocolectomy and loop ileostomy procedure, the device was closed on the bowel, fired, and then a cut was done on the proximal side. When the device was opened, there were no staples present and no staple line. The bowel was open. Another device was used to staple the rectum lower down. There was no adverse impact to the patient.